Event description:
It was reported that medfusion pump is alarming system failure. No patient injury reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing both tamper seals, had a cracked right plunger case, bottom case gasket broken. The customer stated problem was not duplicated. No problem was found with the device. Replaced speaker as a preventative measure. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records., corrected data: d4: correction: model number: 4000.